Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection that was determined to be a abscess. For treatment, the patient was given clindamycin and was instructed to use warm compresses. The abscess was 11 cm by 6 cm in diameter. The patient wore the pod between 4 and 24 hours on the arm.